Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a pin hole size wound at the incision site. The patient was prescribed antibiotics. The physician confirmed that the wound had begun to heal and no sign of infection was noted.